Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. Investigation - evaluation: a review of the complaint history, device history record, documentation, and visual inspection/functional test/dimensional verification of the returned device was conducted during the investigation. The customer returned one 8.5fr mac-loc catheter in two separate pieces. The first piece is comprised of the mac-loc hub, connector cap, and 2cm of catheter tubing. The second piece is comprised of 26cm of catheter tubing ending with the distal pigtail curl no damage was noted on the catheter tubing, however there were marks on the connector cap consistent with hemostats or a clamping tool. Leakage testing was able to identify the presence of a leak between the cap and mac-loc hub. All possible measurements were found to be within specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
It was reported a patient was admitted for a routine nephrostomy catheter exchange using a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in the kidney. The procedure was completed successfully, however, the following day the device was found to be leaking around the hub. The device was temporarily repaired with tape and replaced three days later. As reported, the patient did not experience any adverse effects due to this occurrence.